Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set line broke right near the clamp. This occurred during the drain in peritoneal dialysis therapy. The patient explained that they moved the line around and it broke apart. The patient believed that their transfer set has been in use for approximately six to seven months, but the patient¿s hospital had no record of this and the last transfer set placement was almost a year prior to this event. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection with naked eye identified silicone tubing separated from twist clamp. The tubing was broken inside the twist clamp. The reported issue was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.